Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the right side. The 70% stenosed, 16mmx3.5mm, de novo target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm apex balloon and the stenosis was reduced to 40%. Next, a 2.75x38mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the stent dislodged outside the patient at the y-adapter. The procedure was completed with post-dilatation. The patient was brought back 10 days later and the lesion was treated with rotablation and a stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent was loosely placed on the balloon of the stent delivery system (sds), 3mm distal to the distal markerband. The struts in row 1 at the proximal end of the stent were slightly raised. There was a kink in the lumen observed 150mm proximal to the tip. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No further product analysis was performed at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the right side. The 70% stenosed, 16mmx3.5mm, de novo target lesion was located in the non-tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm apex balloon and the stenosis was reduced to 40%. Next, a 2.75x38mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the stent dislodged outside the patient at the y-adapter. The procedure was completed with post-dilatation. The patient was brought back 10 days later and the lesion was treated with rotablation and a stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).